Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, both applicator inner shafts could not be removed from the cage after the cage was inserted. The inner shafts were cut off with a luer. The procedure was completed successfully with no reported delay. There is no reported patient consequence. This report is for a t-pal spacer applicator inner shaft. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil; selected flow: 2. Device interaction/functional. Visual inspection: the returned disassembled applicator out shaft, applicator knob and applicator inner shaft could not have assembled. Visual inspection has shown that in the applicator knob was stuck a tip of an unknown applicator inner shaft. All in all, the parts are in used condition. Based on this result, we can exclude a manufacturing fault. Unfortunately, we are not able to determine the exact cause which leads to this occurrence. We only can assume that a handling failure has caused the described complaint. Function test: after removing the unknown tip from the applicator knob, the parts could be assembled without high effort. No abnormal findings were identified on these returned parts. Summary: the returned t-pal parts were examined and shown that in the applicator knob was stuck a tip of an unknown applicator inner shaft. After removing the broken unknown applicator inner shaft tip, the knob could be attached and detached to the returned shaft without any problems. Device history record could not be reviewed as lot is unknown. Not able to investigate as item has not been completely returned. The complaint condition could not be duplicated after remove of the broken tip inside the applicator knob. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.